Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: there was a problem regarding deflating the catheter and it had to be surgically removed. The patient's condition was reported as unknown.